Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was not working right. She could only go 3-4 days without charging and then when she does charge, it only took a few minutes to charge completely. The caller took out the recharger and it showed the ins was off. The patient did not know how the ins was off. When the patient turned on the ins, they screamed and said it was very intense, but became less intense. No further complications were reported/anticipated.